Event description:
It was reported that a folfusor was not performing the infusion as expected. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.